Event description:
Accolade,trident, metal-on-poly. 2006. Groin pain 12-18 months. First-time dislocation last month, just twisting around to refrigerator whilst standing in kitchen

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.